Event description:
Information received by medtronic indicated that the customer reported a replaced battery alarm from the pump. Troubleshooting was performed and the customer was admitted to the hospital for three days due to dka and associated symptoms. Ketones were positive and the customer received IV insulin therapy. No harm requiring medical intervention was reported. The customer will discontinue using the device and it will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The pump passed the screen test, led test and tone test. However, the pump failed the vibration test. The pump was unable to vibrate during self test. The pump was monitored for several hours and no unexpected battery power loss noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the customer's event date of 07-dec-2003. There was no data available to verify unexpected pump errors/alarms 1 week prior to the customer's event date of 07-dec-2003 in the formatted history file. In further full review of the pump history/traces on the ss event date of 04-dec-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 04-dec-2023 listed on smartsolve. Dailytotalcollectionstarttime = 12/04/2023 00:00:00.000. Dailytotalofallinsulindelivered = 11.4. Dailytotalofbasalinsulindelivered = 11.4. Dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date 04-dec-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 23:32:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 23:40:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 23:50:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 23:56:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 07:50:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 08:00:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 05:31:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 15:02:00.000. (B)(6) 2023 15:12:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:33:00.000. (B)(6) 2023 15:43:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:44:35.000. (B)(6) 2023 15:44:45.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 15:44:03.000. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm, power loss alarm and pump error 23 alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. No unexpected low battery alert, replace battery alert/replace battery now alarm, power loss alarm and pump error 23 alarm noted during testing. The pump was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrate during the self test. Vibrate anomaly during self test was confirmed due to corrosion on the vibrator assembly. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for unexpected battery power loss was not confirmed. The pump passed all the required functional testing except self test (pump was unable to vibrate during self test). Vibrate anomaly during self test was confirmed due to corrosion on the vibrator assembly. During visual inspection, corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.